Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this previously capped right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. All available information indicates that the rv lead remains surgically abandoned.